Manufacturer narrative:
Updated fields - b1, b4, g1 (contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the drive manifold assembly was faulty and needed to be replaced. The customer opted not to repair the unit. If any further information is provided, the investigation will be reopened and updated accordingly.

Event description:
N/a

Manufacturer narrative:
Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). Due to character limitation in e1 for event site name, the full event site name is (B)(6) hospital affiliated to (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the patient's use the cs100 intra-aortic balloon pump (iabp) unit had an system error when starting up and the device was subsequently replaced. There was no patient injury reported.